Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a cardioversion and ended up having 5 total cardioversions. The patient stated that after the first cardioversion they saw a warning screen with a picture of a doctor with a phone and stethoscope. The patient mentioned that they found in the manual what the patient saw meant the device was depleted. It was noted that the code was unknown and did not confirm the code. There were no further symptoms or complications reported or anticipated.